Event description:
It was reported that the nurse has pain in her right middle finger. She felt this was caused by the difficulty in spiking several bags daily. It was reported that she was treated and she is doing fine, but she still has some pain.